Event description:
It was reported, that a patient presented in-clinic with post-paced t-wave. Over-sensing noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were made. No adverse patient consequences were reported.